Manufacturer narrative:
Continuation of medical devices: 4968-25 lead implanted (B)(6) 2012 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) started to cause "pocket" pain over time and was rubbing against their rib cage. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.